Event description:
The patient had the device placed while undergoing hernia repair. When the device was partially sutured in, a suture tore. The device was removed and the surgeon completed the procedure with a like device. There was no serious injury with this event, but the procedure was prolonged due to graft being explanted. The condition of the patient was reported as good. Event is reported due to risk of serious injury if malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: visual and photographic inspection of the returned device. Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot; as of the date of the closure for this investigation, there have been no other similar complaints reported to lifecell against lot s10549. Results of evaluation: visual examination of the returned device revealed a device of uniform thickness with a defect approximately 3.5cm, consistent with the mechanical stress failure, noted at the edge of the device. Review of the device history record revealed no deviations associated with the nature of this complaint. As of the date of the closure for this investigation, of the (B)(4) devices processed for lot s10549, all (B)(4) devices have been distributed with (B)(4) devices reported as implanted. Conclusion: event is reported due to risk of serious injury if malfunction were to recur. Internal investigation revealed that device met qc release criteria including mechanical testing.